Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision. During the procedure, the pacemaker exhibited an elective replacement indicator (eri) alert that stated that eri was reached many years ago. The eri was cleared after the procedure and the device was functioning properly. The patient was discharged.